Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional initial reporter phone#: (B)(6). Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate and cannula clogged/blocked on lot # 9301544. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9301544. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200855857] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31g 6mm 10bag 30box mex was clogged. This was discovered during use. The following information was provided by the initial reporter: today a call was received from a user making the following product quality claim. Event: the liquid does not enter, the needle seems to be covered.

Event description:
It was reported that syringe 0.5ml 31g 6mm 10bag 30box mex was clogged. This was discovered during use. The following information was provided by the initial reporter: today a call was received from a user making the following product quality claim. Event: the liquid does not enter, the needle seems to be covered.

Manufacturer narrative:
H.6. Investigation summary no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.